Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator was in use on a patient and there was no patient harm reported. The manufacturer's field service technician confirmed the reported problem. The service technician reported the remote alarm connector on the main pcb board was broken. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and tests passed per operating specifications.